Manufacturer narrative:
The actual admin sets from the event were evaluated. Moog confirmed a leak at the seam weld within the filter housing of the admin set. The leak may have been caused by an insufficient seam weld within the filter housing. A supplier corrective action was issued to the supplier of the filter in (B)(6) of 2010 for this same failure mode (leak at the filter) and a potential root cause was identified as a misplacement (top half to bottom half) of the filter's molded components during the assembly process. Moog did not receive the y extension set or back check valves mentioned in the notes of the RMA. Moog is attempting to identify the lot number of the admin set from the distributor.

Event description:
Caller alleged a female pt came into the ER complaining of pain. Pt had anxiety and eventually a respiratory arrest. The pt was intubated for approx 24 hrs after the arrest and is currently in stable condition. The pt was receiving tpn and hydromorphone via curlin pumps. It was discovered after the arrest that there had back up of tpn into the hydromorphone. The tpn had admin set p/n 340-4128. The tpn rate was 47ml/hr. The hydromorphone was on admin set p/n 340-4130, which has a 0.2 micron filter. The concentration was 3mg/ml. The rate was 2.3mg/hr. The bolus was set at 1mg but not used. The 0.2 micron filter on the set with the hydromorphone was found to have been expanded, cracked and leaking. Tpn had backed up into the 0.2 micron filter. The caller mentioned that there was a back check valve attached to each end of both tubings and attached to a y extension set. She says during the code, they detached the extension set and discarded it. The caller was encouraged to report the back flow and incident to the mfrs of the back check valve.